Event description:
It was reported that this implantable cardioverter defibrillator (ICD) made an inappropriate atrial tachy response (atr) mode switch due to far field oversensing in the right atrial (ra) channel. Technical services (ts) was consulted and noted that the blanking period setting was set at maximum. The health care professional (hcp) stated that they did not want to change atr or sensing parameters. This implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.